Event description:
It was reported that the device exhibited set screw malfunction. The device was explanted and replaced on (B)(6) 2017. No further information was reported.

Manufacturer narrative:
The reported field event of set screw malfunction was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.